Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 33 mmol/l and 21.2 mmol/l. Customer reported that the insulin pump was under delivering and customer failed to perform high pressure test but customer failed the high pressure test. Customer was assisted with troubleshooting. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The reservoir will not be returned for analysis.